Event description:
Caller reported that the pump battery would not charge, even after trying different power sources and charging cables. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the caller to put the pump into storage mode before returning it with a pre-paid label within 10 days. Caller acknowledged and understood all instructions.